Manufacturer narrative:
For adult pts, the specimens are collected in bd li heparin tubes with gel. The tubes are spun at 1811g or 3000 rpm for 13 minutes. For infant pts, the specimens are collected in bd microtainer plasma separator tube with lithium heparin. These micro specimens are spun at 10000 rpm for 5 minutes in an eppendorf centrifuge 5417c. Both types of samples have shown erroneous results. Investigation is ongoing. If add'l info is received, appropriate notification will be provided.

Event description:
The user discovered erroneous creatinine results because of a delta check on the results. The results will be very high and when repeated, result in the expected range. The exact number of specimens involved was not given. One example was provided from (B) (6) 2009, of an initial result of 307.8 umol per l and a repeat result of 62.1 umol per l. The user stated the low value was correct. No info was provided to determine if the erroneous results was reported or if the pt was adversely affected. The user also performed a precision test on (B) (6) 2009. Data provided indicates out of 20 results, 19 of the results were between 122 and 132 umol per l. However, one result was 589.1 umol per l.